Manufacturer narrative:
H.6. Investigation: three photos and one loose 10ml syringe (p/n 309605) were received. The sample was visually evaluated. A large crack could be seen extending from just below the 4ml grad line down to the 10ml grad line inside the print area. The damage observed was non-conforming per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 10ml ll tip bulk convenience pak barrel was cracked. The following information was provided by the initial reporter: it was reported by the sales representative that the syringe has a crack on the barrel. During compounding today one syringe was found with a crack in it. Drug product, succinylcholine chloride 20 mg/ml, was attempted to be added (non-filtered) to the unit via a repeater pump. This is when the crack was found. There was no damage to the white sterile syringe packaging tray.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll tip bulk convenience pak barrel was cracked. The following information was provided by the initial reporter: it was reported by the sales representative that the syringe has a crack on the barrel. During compounding today one syringe was found with a crack in it. Drug product, succinylcholine chloride 20 mg/ml, was attempted to be added (non-filtered) to the unit via a repeater pump. This is when the crack was found. There was no damage to the white sterile syringe packaging tray.